Manufacturer narrative:
Concomitant: product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3998, lot# v010602, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 37742, serial# (B)(4), product type programmer, patient. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3708340, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3998, lot# v010602, implanted: 2006-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there were high impedances of greater than 10,000 ohms on contacts 8-11. The original extensions were connected to the new ins and bad impedances were still identified on the 8-11 electrodes. The health care professional decided to replace the system with a new lead and extensions. It was determined that the impedance issue was caused by the lead extension. The patient was doing fine and getting great stimulation coverage. It was noted that impedances resolved and that there were no bad impedances in her system. Refer to manufacturing report # 3004209178-2014-21811 for additional information on related events.